Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during interrogation in clinic at follow-up, multiple auto-mode switch (ams) episodes due to atrial lead noise was observed on electrograms (egms). No programming changes were made to the device. There were no patient consequences.